Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 5 years post-implantation due to pain, high metal ion levels, and metallosis. During the revision noted synovitis with serous fluid and no evidence of severe metallosis, muscle damage or dark/black fluid. All components were replaced with competitor tha product without complications. Attempts have been made and no further information has been provided.